Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) during the coiling treatment of aneurysm. It was reported that the physician attempted two times with instant detacher to detach the coil but did not detach. The coil failed to detach when pusher wire was snapped to break the tack weld and release the inner filament. The coil removed from patient. There were not any patient symptoms or complications associated with this event. No patient injury was reported.